Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced hyperglycemia after a dental surgery. It was reported that the customer had high blood glucose levels of 27 mmol/l. The customer stated that the current blood glucose level was 9.2 mmol/l. It was reported that the customer had surgery for wisdom tooth and from there, they experienced high blood glucose levels. The customer's ketones were ok. It was reported that the customer was using the insulin pump system within forty eight hours of the reported high blood glucose event. It was reported that the prescribed medication was not also correct. It was stated that the customer changed the infusion set prior to the surgery. Troubleshooting was not completed during the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.